Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. The analysis of the system logs show that system called for a piezo sound around the time the screen failed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software error. Improvements have been initiated to prevent this condition from recurring. Additionally, the investigation detected an unreported condition of memory fence error that has no relationship to the reported condition. The root cause of the condition was determined to be a result of a software error. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the handle had erratic display. The handle was rebooted to resolve the issue. There was no patient involved. In addition, the investigation detected an unreported condition of memory fence error that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a software error.